Event description:
The event is reported as: customer alleges: "the clips fell out of the applier during prep away from the pt, no clips fell into the pt." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate.